Manufacturer narrative:
Evaluation: complaint device was not returned for evaluation, so we are unable to verify complaint validity. A risk analysis was conducted and found that the associated risk was not sufficient to warrant a corrective action at this time.

Event description:
The white hub on the distal lumen separated from the extension tubing. When the pt returned from o.r. For a routine procedure, the cvc line had ruptured. After further investigation, it was evident the catheter had ruptured after the procedure, when the resident had tried to access the port. Cvc line was discontinued and replaced with a peripheral line.